Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the server was not communicated. A technical support specialist (tss) called the and advised to perform another reboot, but it was still unable to access idrac. The tss booted up and was able to log in. The vms were not set to auto-start, so the tss corrected the settings and started all vms. The tss dialed into the carefusion coordination engine (cce) and es all in one. Tss confirmed windows updates were still in progress, but services were running in the background. The tss dialed in to verify that the cce windows updates had completed and that cce was communicating. The customer confirmed that pyxis was up and running and that they were able to log in and start the services. The tss updated the idrac password and regained access. The dell server was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicated. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.